Event description:
I have a medtronic 770 insulin pump system with a cgm. I have called the help line several times since having this, and have given up as nothing has ever been done. I have requested calls from upper management or anyone in r&d to explain the many problems. Typically when I call, user error is blamed, despite several calls on record about the same problems. Problems include failing sensors. They are designed to last a week, and most recently been lasting 3-4 days. Large disparity from what the sensor says by bg level is vs what the blood sample says. The pump going out of automode overnight (happens 3-4x a week) which has the pump continuing sending you insulin vs automode that gives it based on your bg level. At all these times, my sugar is in range, and the additional unneeded insulin can drive you into a low. Each pump tube holds about 3 days of insulin, on the final day, I often get "insulin flow blocked messages." When this happens, I have no idea how much insulin I was given. When I have given insulin to complete the amount due, I would have a severe bg drop which causes dizziness, nausea, loss of faculties. There have been recalls when the piece that holds the battery in place fails, and the pump is unusable. I have had one break and was lucky to have a back up from an old pump. Last summer, the pump just failed, shut off, and would not go back into the automode its designed to work off of. It had to be replaced. I called about 6 months after problems like these became normal to ask for a refund to use another system. They said you only have 90 days. Since having it, because of other issues of the sensor and pump not working, I have had high bg issues that affected my overall a1c which has not had the improvement promised. I have shared my complaints with the rep and my endocrinologist. I have read other reviews online where many people experience the same issues. The medtronic support team is excellent, caring and helpful, but in the end, nobody takes responsibility for the flaws with this system. While I can call every time I have these issues, that would require a ton of time and being told the same thing and them resolving it by just sending new sensors. I am not sure the sensors are built or durable enough for someone with an active lifestyle. Extreme sweating from a workout often ruins the adhesive on the pump site causing me not to have insulin and use more of the supply. I am not sure what should be done, but I just want other people and medical professionals to know that there are some serious flaws in this technology. FDA safety report ID# (B)(4).